Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebu0313 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the connector assembly broke. No other information was provided. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged connector was confirmed and the cause was determined to be use related. The product returned for evaluation was both pieces of the two-piece 4fr groshong connector assembly. The pieces were returned unassembled and one of the two securement clips on the proximal piece was broken from the connector. Gross visual evaluation found red usage residue on the distal connector piece. Microscopic examination of the securement clip damage site found that the surface was rough and granular and contained sharply defined edges on one side and flared edges on the opposing side. Further microscopic examination of the distal connector piece revealed the presence of a segment of 4fr groshong tubing within the connector. The end of the tubing was rough and granular. The distal connector piece was then bisected longitudinally and the 4fr groshong catheter segment was observed to be wrinkled at the proximal end as it rested within the compression sleeve. The damage seen on the proximal connector, and the catheter within the distal connector, was indicative of a tensile pull on the catheter which led to a break in the components. No potential manufacture damage, defect, or deformity was observed. A lot history review (lhr) of rebu0313 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the connector assembly broke. No other information was provided. There was no reported patient injury.